Manufacturer narrative:
Investigation results did not observe any issues that would result in the cannula dislodging from the infusion site or pain during insertion. The reported events could not be determined. The exposed portion of the soft cannula was not bent or kinked. No issues observed that would result in a failure to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod, chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings, chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's blood glucose (bg) reached 347 mg/dl while wearing the pod between 4 and 24 hours. The pod's cannula came out from the infusion site (leg) and found to be bent. For treatment, the patient administered a bolus of 10.3 units at 6:57 pm for dinner and correction for bg reading at 270 mg/dl. The pod was falling off so the pod was then replaced.